Manufacturer narrative:
The reported event of the guidewire failure to advance was not confirmed. Final analysis found that as received, a complete lead without the guidewire was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies. The guidewire insertion test was performed with the test guidewire. The test guidewire could be able to advance/withdraw from the lead without any restriction. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specifications.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular lead failed to advance over the guidewire. The lead was not used and replaced. The patient was stable throughout.